Manufacturer narrative:
Update to h10: investigation summary: explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Investigation is ongoing and a supplementary report will be provided once complete.

Event description:
Customer reported 2 false negative results using the cue covid-19 test for home and over the counter (otc) use. This MDR is to document 2 of 2 false negative results. See case: (B)(4) for first false negative result event. On (B)(6) 2022, customer tested on the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 21681m) and obtained a negative result. On (B)(6) 2022, customer performed a repeat cue test as well as a quickvue rapid test and two positive results were obtained.

Manufacturer narrative:
Correction to h10: the complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. False negative results were reproduced during the investigation. The issue was monitored by tech ops, however, further root cause analysis of false negative results did not provide additional information. Root cause is undetermined.